Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to a non-device related issue. Upon interrogation, intermittent high out of range pacing impedance measurements were observed. Additionally, pacing threshold measurements and capture were intermittent. Some noise was observed on stored electrograms (egms). A chest x-ray revealed the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.